Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level reaching 540-541 mg/dl, high levels of ketones and gastroparesis. At the time of the event, the customer was receiving occlusion alarms. Correction boluses were delivered to address bg. Reportedly, the ketone values may have been caused by the customer not eating. The customer self-troubleshot the issue by inspecting the infusion set tubing and performing the fill tubing sequence on their own. The customer reverted to alternate therapy for diabetes management per healthcare provider's guidance.